Manufacturer narrative:
D9: product received date 9/3/2025. H3/h6: test data. One device was received for evaluation for the complaint that the leur lock portion of the stop cock fell off while in use, leading to patient blood backflowing out of the "cvc" and vasopressors not being delivered and therefore hypotension. The returned complaint device is of an unknown lot number, thus a DHR review could not be executed, and no trending analysis could be performed on the lot. There is no trend identified for this part number. During visual inspection found the stopcock with locknut detached. Unidentified substance found on stopcock body above and around c port. The same unidentified substance can be found on the detached locknut. The locknut is cracked in a 'u' shape bottoming halfway down the length of the locknut and spanning to opposite sides or half of the locknut's circumference. No other damage is noted on the stopcock or locknut components. The defect cannot be confirmed as the additional information is required for a more thorough investigation. .

Event description:
It was reported that leur lock portion of the stop cock fell off while in use, leading to patient blood backflowing out of the "cvc" and vasopressors not being delivered and therefore hypotension. There was no adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.